Event description:
Additional information received as follows: the case was a chronic total occlusion (cto) and the physician was going sub intimal. This in itself increases the likelihood of a perforation. The physician had no issue with the progress guide wire. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous (270% curve), moderately calcified left anterior descending (lad) artery. The balance middleweight (bmw) guide wire was strictly being used as a support wire. During use of a progress 140t guide wire and non-abbott microcatheter in the chronically totally occluded circumflex, a perforation occurred which required treatment over the left main/lad with a covered stent. Post-stent deployment it was observed that the guide wire appeared unravelled and after retraction the tip of guide wire remained in the lad, where it remains as attempts to remove the separated piece were unsuccessful. The patient is reported to have no ill effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Perforation and therapy/non-surgical treatment are listed in the instructions for use as foreseeable events. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The bmw guide wire referenced is being filed under a separate medwatch report.